Manufacturer narrative:
Arjo was informed about a portable scale adaptor failure (an accessory connecting the maxi sky 440 ceiling lift to the scale). The device involved in an incident was the ceiling lifting system, consisting of the arjo maxi sky 440 ceiling lift (with unknown serial and model number) attached to the ceiling installation and portable scale adaptor (with serial number: (B)(6) and model number: 700.05725), equipped with 4 straps mounted on rivets. According to a customer's allegation, a strap of a portable scale adaptor disconnected during use with a patient. As a consequence of the incident, the patient fell on his bed. The patient did not sustain any injury. The portable scale adaptor which was involved in the reported event was manufactured on 17-jan-2022. The manufacturer evaluation revealed that the primary cause of the strap detachment is considered to be a manufacturing defect. Several root causes were found to be responsible for the manufacturing defect such as the work instructions missing clarity and the fact that part of the process is manual. Part of the corrective actions has included improvements in the manufacturing process. Additionally, the simulations performed showed that the faulty strap needed to be misaligned from the vertical axis. One probable cause for the misalignment from the vertical axis would be the incorrect attachment of the strap to the lift. However, in the case of this complaint, arjo was informed that the caregiver installed the adaptor according to the instructions included in the instructions for use (IFU) for the product. The instructions for use (IFU) for the portable scale adaptor (document number: (B)(4) instructs the user how to attach the straps of the accessory to the ceiling lift properly stating to ensure that ¿the straps remain square relative to the adaptor bar¿ and to ¿never install a strap at an angle¿. Also, the document states to inspect the strap before each use and to look for a ¿hole in the strap larger that the rivet head¿. The field action (arjo internal number: (B)(4): portable scale adaptor ¿ risk of strap detachment from the rivet was initiated on (B)(6) 2023 (B)(4) on (B)(6) 2023 - 001-c). To sum up, the maxi sky 440 ceiling lift and portable scale adaptor were used as a system during the patient's transfer when the scale adaptor straps detached. The device did not meet its specification. The complaint was decided to be reportable due to the allegation that the strap of the scale adaptor detached during use with the maxi sky 440 ceiling lift leading to the patient's fall on the bed. No injury was reported.

Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Event description:
According to a customer's allegation, a strap of a portable scale adaptor (an accessory which was attached to the maxi sky 440 ceiling lift), disconnected during use with a patient. As a consequence of the incident, the patient fell on his bed. Following the information provided, the patient did not sustain any injury.